Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a right coronary artery. The physician attempted to advance a 3.5x28mm liberte' bare metal stent, but could not cross the lesion. While the physician was removing the device, the stent came off the balloon and was located at the end of the guide catheter in the coronary. Approximately 1/3 of the stent was still in the guide catheter and 2/3 of the stent was hanging into the coronary. The physician inserted a 2.25x9mm maverick balloon and inflated it distal to the stent at 6 atms. The inflated balloon, guidewire, guide catheter and stent were removed together. The procedure was completed with a 3.5x28mm liberte' stent as well as a 4.0x32mm liberte' stent. No further pt injuries or complications occurred. The status is satisfactory.